Event description:
It was reported that during reprocessing, the tips of the pk dissecting forceps instrument did not approximate. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Failure analysis investigation found one grip was bent, causing side to side misalignment of grips. There was a .093 offset at the tips, indicating overloading at the tip. Electrical continuity passed. It was concluded that the tip damage may have been due to mishandling. Failure analysis investigation also found indentations at the edge of the distal pulley and visible scratches on the surface of the pulley, and scratch marks with light material removal and a rough surface finish on the distal end of the instrument's main tube. The scratches were short in length and not axially aligned with the tube. No other damage was found. It was concluded that the damage to the distal pulley and the main tube may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, deep scratches found during failure analysis, if to reoccur could cause or contribute to an adverse event.